Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for difficult clip deployment. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with a grade of 4. The mitraclip delivery system (cds) was advanced to the mitral valve and grasping was performed on a2/p2. However, during deployment the actuator knob was difficult to retract and the clip initially did not detach from the mandrel. The actuator knob was pulled back more, and the clip detached from the delivery catheter shaft. Mr was reduced to 1+. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported actuator knob retraction problem appears to be related to the difficult to deploy the clip. A cause for the difficulty deploying the clip cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.